Event description:
Doctor implanted 10 grams of mimix, surgery date around 2005. 4 weeks post inflammation developed and didn't resolve. Revision surgery about 2 months later, removed mimix. Doctor didn't replace removed mimix with anything.